Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The image was flickering with noisy stripes due to the twisted and deformed root part of the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during a therapeutic gynecologic electrocision procedure, the camera head cable was loose, resulting in the image flickering. There was no delay in the procedure, and the patient was not under sedation. The reported problem was found after use, and the procedure was completed with a similar device. No patient injury or procedure impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image flickering occurred due to partial distortion and deformation of root part of the cable unit. The event can be detected/prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.